Manufacturer narrative:
E1: event city: (B)(6). Event country: canada. Name: (B)(6). Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set leakage at the insertion site after one day of use lead to high blood glucose of 270 mg/dl treated by insulin pump on (B)(6) 2026.